Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the presence of blood within the returned rotapro device. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the presence of blood within the returned rotapro device.

Event description:
It was reported that device entrapment occurred. During a percutaneous coronary intervention (pci) procedure, a rotapro 2.00mm and rotawire were selected to treat a 99% stenosed, moderately calcified and moderately tortuous lesion within the right coronary artery (rca). Following a stall of the burr, upon removal it was noted the rotapro and rotawire were stuck together and were removed as one unit. The procedure was completed and no patient complications were reported.